Event description:
The pt reported that subsequent to the implant of a protegen sling for treatment, pt experienced bladder spasms and continued incontinence. Prior to the sling being explanted a blockage was noted which prevented the pt from voiding spontaneously. The device was explanted in 1998. The device was not returned for eval. Therefore, no failure analysis is available. Without evaluating this device, co is unable to determine if the device met specifications, and co is unable to determine the specific relationship of the device to the event.